Event description:
The report rec'd from the affiliate indicated that while preparing for an interventional endovascular procedure for carotid stent implantation, when flushing the precise 9 x 40 mm stent with saline solution from the y-connector air could not be purged from the system. The product was not clinically used in the pt. Another precise 9x40 mm stent was successfully used and implanted in the pt. The procedure was completed successfully. There was no reported pt injury.

Event description:
The customer stated that the architect analyzer generated troponin results of 0.012 and 0.013 ng/ml. The sample was repeated with a result of 0.00 ng/ml. The customer was using a cut-off of 0.012 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) an investigation was performed on the architect i2000 analyzer (B)(4) and determined that it was performing acceptably. An abbott field service representative (fsr) was dispatched to the account. The fsr found small leaks on two wash zone 1 and 2 manifolds. The fsr replaced the wash zone 1 and 2 manifolds with valves, and the stat syringe valve. The fsr successfully calibrated the troponin assay, and performed a troponin precision run to verify the i2000 performance. The fsr noted the instrument was working according to expected specifications. The architect system operations manual was reviewed and was found to adequately address inconsistent results. The manual lists multiple probable causes for discrepant results including leaking wash zone manifolds. In addition the troponin package insert was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The complaint analysis and trending system (cats) was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.